Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
Promus premier china registry. It was reported that the patient died. On (B)(6) 2019, the subject was referred for cardiac catherization and the index procedure was performed on the same day. The target lesion #1 was located in the mid right coronary artery (rca) extending up to distal rca with 80% stenosis and was 16 mm long, with a reference vessel diameter of 3.5 mm. The target lesion #1 was treated with pre-dilatation and placement of a 3.50 mm x 20 mm promus premier stent system. Following post-dilatation, the residual stenosis was noted to be 10%. Three days later, the subject was discharged on aspirin and clopidogrel. On an unknown date in 2021, the subject expired. No other action was taken to treat the event and the primary cause of death is unknown. It is unknown if an autopsy was performed.